Event description:
It was reported that the patient's controller displayed an alarm, related to loss of left ventricular assist device (lvad) communication . The controller was exchanged by the patient without any issues and the alarm resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of lvad communication alarm was confirmed based on the information contained in the event log file retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded on 07apr2022, from 12:49 to 15:07. The system maintained the set speed with no interruptions and atypical alarms until 14:57 when com a and com b faults became simultaneously active followed by a loss of lvad comm alarm. The pump parameters (speed, flow and pi) decreased to 0; however, the motor power remained at ~ 3.9w suggesting the pump continued to operate. The data captured at 15:02 revealed that the driveline was disconnected consistent with the reported information that the patient exchanged the controller. The periodic log file contained events recorded from 20feb to 07apr2022 where normal operation was recorded. The system controller was functionally tested and was found to function as intended. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A specific root cause for the compromised communication between the loss of lvad communication alarm was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.